Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as part of the clinical registry. Cross reference MFR report numbers: 3009784280-2020-00063, 3009784280-2020-00064. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6): patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, there was no report of a device malfunction. Device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2019, two stellarex catheters were used to treat the target lesions of the left mid, distal sfa and popliteal p1. Approximately 19 days post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2019.

Manufacturer narrative:
Block b3: corrected date of event from (B)(6) 2019 to (B)(6) 2019. Block b5: corrected days from 19 to 21 days and corrected revascularization date from (B)(6) 2019 to (B)(6) 2019. H3 other text : placeholder.

Event description:
Twenty-one days post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2019.